Event description:
The user of the suspect device said their blood glucose increased above 200 mg/dl. They admitted themselves into the hosp and were kept four days. Their device read 257 mg/dl compared to a lab of 98 mg/dl. Controls were out of range. They were also treated with insulin a couple of times. The device was replaced and requested to be returned for evaluation.